Event description:
The customer reported that the that the aes-50sl arthroscopic energy 50° probe with suction, xl, 18 cm, device was being used on 19feb26 during a hip arthroscopy procedure when it was reported ¿during surgery, the distal part of the vaporizer detached and remained inside the patient. It was extracted with a grasper forceps.¿. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation; however, photographic evidence has been provided. Root cause cannot be determined, however, based upon the IFU; a possible cause of this event could be accidental contact with another metal object. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. We will continue to monitor per regulatory requirements to help ensure patient safety.